Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the force sensor was out of calibration and a ball bearing in the pump drive assembly was missing. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 06/06/2013 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed loss of prime warnings from low non-zero force. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with one loss of prime alarm occurring. A force sensor calibration test revealed the sensor was out of calibration. The pump was opened and a ball bearing in the pump drive assembly was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.